Manufacturer narrative:
H2: radiographic image review: post op CT scout and axial image for cement augmented posterior spinal fusion: a small amount of cement is seen in the peri vertebral veins plexus. This is a known complication of vertebral kyphoplasty. No other hard core complication is seen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of primary osteoporosis, undergoing a spinal therapy due to a compression fracture at intravertebral cleft. It was reported that during bone cement filling, the image was switched from the side view to the front view. It was noticed that a small amount of bone cement leaked on the right side wall. The filling was stopped. Each of the left and the right side was filled in 1.5cc cement. The procedure was performed successfully by using the reported product. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Levels implanted: l2 device status reason : implanted-remains in service additional information had been reported by the person in charge of the facility. Cement leak reached ivc from vertebral body vein. The leaked cement remaining in that position (image obtained). The patient issue had not been resolved, but so far there were no health damage or symptoms for the patient. When the balloon on the right side was inflating, the balloon hardly inflated. It was unknown if the leak was caused by such as inserting the cement in the place where the cavity was not formed sufficiently. (It might have been necessary to devise such as expanding the cavity in the vertebral body with a curette). The balloon on the left was fully inflated. Cement filling was from the right side. It was said that the image was carried out with one unit, and although the cement leak was not noticed on the side image, it was noticed on the frontal image when checking the frontal image. Procedure/therapy details: vertebroplasty. After bkp of ovf was performed at l2, ps of non-medtronic(kyocera) was inserted and posterior fixation was performed.